Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment with cefazolin (0.25 milligrams, 4 times a day) and ceftazidime (0.25 milligrams, 4 times a day) intraperitoneally for peritonitis. Three days after onset, the patient was hospitalized for the event. At the time of hospitalization antibiotic treatment for the peritonitis was ongoing. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event and the patient remained hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.